Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient had driveline bleeding on (B)(6) 2020 and had a driveline revision. On (B)(6) 2020 patient had low flow and the pump was off around 8:30 am . It was unsure what caused it, there was a nurse in the room present. Log file analysis captured a manual pump stop on (B)(6) 2020 for about 1 minute and 35 seconds before being restarted. In addition there were several low power advisories since (B)(6) 2020 until (B)(6) 2020. Some are due to normal battery depletion. It was also noted a manual speed change from 5600 revolution per minute (rpm) to 5700 rpm. The low flow alarms were resolved with hypertension control. Patient was discharged home. Bleeding was controlled, per vad coordinator, the driveline bleeding was from recurrent self-inflicted trauma.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of hypertension and driveline exit site bleeding could not conclusively be established through this evaluation. Additionally, the report of an accidental pump stop event was confirmed via the submitted controller event log file. The submitted controller log files contained data from 18aug2019 through 29apr2020. An intentional pump stop was initiated at 08:26:51 on (B)(6) 2020, resulting in a system stop. Following the system stop, at 08:28:28, the pump resumed operating within the set patient parameters without issue. The system appeared to be operating as intended and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no other complaints at this time. The heartmate 3 lvas IFU lists bleeding and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document, as well as considerations for when there is a risk of bleeding. The IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This IFU further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event